Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a one-link needle-free IV connector had a connection issue. The reporter stated that the device ¿can fairly easily be disconnected¿. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.